Event description:
It was reported that the patient presented in clinic for lead extraction due to right ventricular lead (rv lead) fracture. Interrogation noted that the rv lead exhibited noise. Externalized conductors were noted through fluoroscopy. During procedure, it was reported that the rv lead separated into pieces and the atrial lead was damaged during procedure. Both leads were explanted on (B)(6) 2024. The patient was in stable condition.